Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient's hearing performance with the device is affected. Re-implantation is considered.

Event description:
The recipient's hearing performance with the device is affected.

Manufacturer narrative:
Conclusion: according to the information received from the field in situ measurements show elevated impedances and several channels with hi status likely due to physiological changes inside the cochlea. Re-implantation is considered but no date has been scheduled yet. This is a final report.

Manufacturer narrative:
Additional information: according to the information received from the field in situ measurements show elevated impedance and several channels with hi status likely due to physiological changes inside the cochlea. The concerned device was explanted but has not been received for investigation yet.

Event description:
The recipients' hearing performance with the device is affected.